Event description:
An orthopedic surgeon reported that three patients had developed chondrolysis after switching to the use of the high flow pump.

Manufacturer narrative:
The devices involved in this complaint were not available for evaluation. The information contained herein is based on the information provided by the initial reporter. In late 2006, in light of the possible connection between the use of bupivacaine in the intra-articular space and the onset of chondrolysis as suggested by the literature, and in an abundance of caution, I-flow modified the on-q directions for use (dfu) by adding a warning to avoid placing the catheter intra-articularly. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.